Event description:
It was reported that the tibial tower with the ankle clamp attached was pulled off patient and as the plastic arms of the clamp snapped back one of the arms snapped off.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the tibial tower with the ankle clamp attached was pulled off patient and as the plastic arms of the clamp snapped back one of the arms snapped off.

Manufacturer narrative:
The patient is (B)(6). An event regarding a fractured triathlon tibial alignment ankle clamp was reported. The event was confirmed. Visual analysis confirmed the reported event. One of the device flippers fractured. The device was manufactured to the g revision. Patient factors did not contribute to the reported event. Review of the device history records indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar reported events for this lot ID. The investigation concluded that the ankle clamp flipper broke from multiple overload conditions during use. Ncr and CAPA were opened to perform a root cause investigation. CAPA root cause description: design review procedure(s), in place at the time of device development were not comprehensive enough to identify all potential failure modes. Not all potential failure modes, including those initiated by forseeable misuses of the device, were identified and mitigated at the time of device development. The material selected was inadequate for designed use.